Manufacturer narrative:
An event regarding wear involving a citation stem was reported. The event was confirmed. Device evaluation and results: examination with material analysis engineer indicated "damage was observed on the stem trunnion and v40 head taper. This damage was consistent with wear mechanisms due to the head taper and accolade stem trunnion losing their taper lock. Scratches were observed on the insert, which is a common damage mode of uhmwpe. Yellow discoloration consistent with absorption of synovial fluid was also observed on the insert. No material or manufacturing defects were observed on the surfaces examined." No medical records were received for review with a clinical consultant. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies there has been no other event for the lot referenced. The event was confirmed on the basis of material analysis report which concluded that damage observed was consistent with wear mechanisms due to the head taper and accolade stem trunnion losing their taper lock. No material or manufacturing defects were observed on the surfaces examined. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
Company rep reported, surgeon called and asked if he could bring replacement poly for a cup because he was revising a stem. He stated that the stem was going to be removed and replaced due to trunionosis. Update: damage to stem consistent to wear.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Company rep reported, surgeon called and asked if he could bring replacement poly for a cup because he was revising a stem. He stated that the stem was going to be removed and replaced due to trunnionosis.